Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone all indicating that the insulin flow blocked alarm during basal. Customer's blood glucose was 9.2 mmol/l. The customer was advised to program 5 units fill cannula. The customer stated that the insulin did not exit and the device did not alarm. The customer asked to remove the set and replace plunger. The customer stated the insulin exited when push the plunger. The customer inserted the set into device and asked to complete fill tubing and program 5 unit fill cannula. The customer stated insulin did not exit and pump did not alarm. The customer was asked to change the complete set and with new set the insulin exited at fill cannula. The customer was advised to change cannula and monitor pump.